Event description:
It was reported that the colonovideoscope biopsy channel was blocked. The issue was found during a diagnostic colonoscopy procedure that was completed with a similar device. There was a 5 min delay in the procedure, but no patient harm was reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that it is not a residue from procedure, but a part of the endo therapy accessories including a detached hemostatic clip. Assuming that the foreign material was the endo therapy accessories, we presume that the user attempted to suction the accessories with biopsy channel for retrieval, which is prohibited by IFU. As a result, the blockage occurred. The event can be detected/prevented by following the instructions for use which state: IFU instructs to insert the endo therapy accessories into biopsy channel during inspection prior to use. The user detected blockage of biopsy channel just before the procedure. If proper inspection prior to use was performed, adverse event may have been avoided. Operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system, ·inspection of the instrument channel IFU warns that suctioning solid material may clog suction channel and/or suction valve. Operation manual 4.2 insertion olympus will continue to monitor field performance for this device